Manufacturer narrative:
The reported event of cobra deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 14mm amplatzer septal occluder was selected for implant. During procedure, the atrial disk deformed into a cobra shape while inside the patient. The occluder was removed and a new 14mm amplatzer septal occluder was successfully implanted. The patient was reported to be in stable condition.